Manufacturer narrative:
No.

Event description:
On (B)(6) 2026, during surgery, the doctor placed a fr22 latex foley catheter for the patient, and the catheter balloon was inflated with 20 ml of water. While making rounds, nurse (B)(6) observed bright red fluid draining from the indwelling latex foley catheter and immediately notified the doctor. When dr. (B)(6) performed a water inflation traction maneuver, he found that the catheter had become dislodged (the catheter balloon had ruptured, and there was a break at the 3 cm position of the catheter).